Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and while removing the lock line for deployment, the clip opened more than 10 degrees. The clip was closed further and establishing final arm angle (efaa) was performed again. It was noted the clip remained stable on both leaflets and was then deployed. To further reduce mr, two additional clips were successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.